Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the device was not turned off. The patient needed someone to program the stimulator to go higher. It was at 5.3 and the patient believed it was on the highest 4 level. The doctor was the only one around there who could help the patient. The loss of therapeutic benefit was not resolved. The patient lived alone and she was not able to get to distant places. The patient had brain surgery several years ago and her balance was off.

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient synced with the patient programmer and the implantable neurostimulator (ins) was turned off. The patient was able to turn the ins back on. The patient confirmed they were on program 4 at 5.3v with stimulation turned on and didn't feel stimulation. The patient got the upper limit reached message when trying to increase past 5.3v. The patient had brain surgery a year ago and their balance got off center. The patient had been trying to get in touch with their manufacturer representative and wanted to meet them at their health care provider's (hcp's) office. The consumer further reported that he manufacturer representative never called them. The patient's issues were ongoing and had not resolved at all. The patient had no managing health care provider (hcp) for the device. The patient needed to meet with the manufacturer representative since (B)(6) 2016, but they were not returning the patient&#38112;calls. When the patient called, stimulation was not on and patient education was given. The patient turned stimulation back on and they were at the upper limit of 8.5v. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.